Event description:
It was reported that the side rail allegedly was not locking in place and patient fell. However upon evaluation the side rail was found to be locking in place and no other defects were found with the unit. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.